Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -the patient was revised because of a broken stem. Doi: unknown dor: (B)(6) 2011 (left side). Update: (B)(6) 2013 - litigation papers received. Litigation alleges pain, metallosis and implant loosening. The liner and head are now being reported to address these issues. Date of implant has also been provided.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. Review of the device history records and/or a complaint database search was not possible for the remaining products as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 02/10/2017 ¿ pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery reported that the srom stem and sleeve were loose with no bony ingrowth on sleeve. There was a broken spline. The femur had a bow and radiographs were reported to show a cortical breach just below the cortical window, but the window was replaced and a cable was utilized. Ceramic femoral head and new stem placed. The complaint was updated on: 03/03/2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> 1809258. Device history review ==> no related deviations or anomalies were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.